Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported complaint. Visual inspection did not reveal any damage. The grips opened and closed properly. The grips were aligned. The instrument was fully functional. No product issue was identified. Isi followed up with the initial reporter and obtained the following additional information: no fragment fell from tip-up fenestrated grasper (tufg) instrument. The issue occurred during grasping of the tissue. The fragment was removed by using laparoscopic forceps through the assistant port. No additional surgical procedure was required to remove the fragment. No post-operative test was performed to check for remaining fragments. The retrieved fragment will not be returned because it was discarded.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the tip-up fenestrated grasper (tufg) instrument and vessel sealer extend (vse) collided to each other. A fragment fell into the patient¿s anatomy and was retrieved during the same procedure. The procedure was completed.